Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 07.702.016s. Lot: 1h53431. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 19 aug 2021. Expiration date: 01 aug 2024. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that during a spinal fusion (th9) on (B)(6) 2022, the surgeon attempted to use cement kit in question to inject into the fenestrated screw. However, the cement materials could not be mixed because the handle was immovable. The procedure was completed without surgical delay with no reported adverse impact to the patient. No further information is available. This report is for a vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Results of a previously conducted retains test for lot number 1h53431, showed no deviations.h4 device historypart: 07.702.016s,lot: 1h53431,manufacturing site: werk selzach,supplier: (B)(4), release to warehouse date: 19 aug 2021,expiration date: 01 aug 2024.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.